Event description:
The report received from the affiliate indicated that during an interventional procedure the physician implanted a cypher 3.5 x 33 mm stent at 16 atm. After implantation, the physician reportedly observed leakage at the distal shaft of the stent delivery system right at the proximal end of the balloon. The target lesion for the procedure was the right coronary artery (rca). The lesion was reported to be: de novo, heavily calcified, moderately tortuous, and a 90% stenosis. There was no reported pt injury. There was no reported pt injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.